Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 590-1, lot# n134587, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (concentration 5mg/ml; dose not provided) and clonidine (concentration 105mcg/ml; dose 21.05mcg/day) via an implantable infusion pump. During pump refill on (B)(6) 2015, the hcp was unable to locate the refill septum and could not access the refill port. The template and appropriate refill kit and needle were used. Fluoroscopy was performed with the radiologist with x-rays and even though they were in the correct location, they could still not access the pump. The hcp stated that they usually had difficulty accessing the refill port, but this was the first time they were not able to access it. The hcp reported a potential pump depth issue. It was noted that the pump is or was moving but per the x-ray did not appear to be flipped. The hcp only felt metal upon insertion of the needle. The hcp poked the patient in so many areas around the pump and was still unable to access it. The pump low reservoir alarm was to occur on (B)(6) 2015 and the low reservoir alarm was set to 2ml. The patient was sent to another pain doctor nearby who successfully accessed the pump. During the refill on (B)(6) 2015, the doctor noted there was evidence of the needle sticks from the day prior. There was no surrounding erythema, no fluctuance, and no tenderness to palpation; the abdomen was benign. The doctor successfully accessed the pump. The expected residual volume (erv) was 3.0ml and a total of 2.5ml was withdrawn and discarded. The pump was refilled with 20ml of medication. The pump was then reprogrammed to deliver hydromorphone at a rate of 1mg/day and clonidine at a rate of 21mcg/day in simple continuous mode. A new low reservoir alarm date of (B)(6) 2015 was established. Per the doctor, the procedure went well and the patient was discharged from the office in stable condition. The issue was resolved and the doctor noted that fluoroscopy was required to access the pump. There were no patient symptoms associated with the event. The patient was to follow up with the managing physician.